Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, - did the patient require revision surgery or hardware removal? --> yes, - was device explanted? --> false, - did patient require revision surgery? --> true, - patient status/ outcome / consequences --> yes, - patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> inflammation, reoperation, - was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes - if yes, describe --> patient required reoperation to clean wound and reinsert pacemaker battery., attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. Were cultures performed? If yes, results? 11. What is physician¿s opinion as to the cause of this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and absorbable hemostat was used. The surgeon used the absorbable hemostat in a procedure to place a pacemaker battery. Post-operatively (unknown date) the area of the incision presented with what looked like puss and a visual presentation of possible infection. Dr. Reoperated and noticed that the color of the absorbable hemostat and puss were indistinguishable. The implant was removed, the wound was cleaned, and another implant was placed. Additional information was requested.